Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse could not duplicate the failure. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that prior to patient use, the cs300 pump had fiber optic failure. There was no patient harm.